Event description:
Pt underwent placement of a left total knee prosthesis during 10/90 with subsequent revision in 1991. Postoperatively, his knee remained painful. He had a hemarthrosis. Aspiration of the knee was performed and cultures were reported as negative. During december, the knee was stiff and painful and a manipulation was performed. During may 1995, open debridement of the knee was performed. The synovium was infected and the prosthesis was removed. I.v. Antibiotics were administered. The joint was debrided again and a reconstructive posterior stabilized knee was inserted by another surgeon. No signs of infection developed following that procedure. He presented to hospital with complaints of pain with any type of movement of knee and ambulating with a limp. He reported pain medications did not relieve his pain. A bone scan was obtained prior to admission of the pt to the hospital with revealed loosening of the prosthesis. The pt was admitted to the hosp for revision of the prosthetic device. It was noted at the time of surgery that the implants appeared to be "malaligned". The question of possible user error was raised. The tibial component was noted to be quite loose and was "not even all the way down on the tibial surface". The tibial component was internally rotated. A frozen section was obtained intraoperatively and no signs of infection were found. The undersurface of the patella was found to be very worn intraopertively. Device numbers for this device are not available since the pt's surgery was performed at another facility.